Event description:
The micro input hose was sent for service and leaking was noted at the ferrules. No adverse event was associated with the device.

Manufacturer narrative:
Add'l info will be submitted once the quality investigation is completed.